Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly and the customer received a low short battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Also, additional information has been received regarding customer name change which was not included in the initial report. So, the correct customer name as per new additional information is (B)(6) which is updated in section e1. Pump received with a failed battery test alarm denying access to the menu. Pump could not perform sleep current measurement test, active current measurement test, and self-test due to a failed battery not allowing access to the menu. The test p-cap locks properly in place of the reservoir tube. Pump was cut open to perform visual inspection and a loose d1 chip on the pcba 2 board noted as well as moisture on pcba 1. Pump could not download history/trace files due to broken connector on the d-1 resistor on the pcba 2 board. Unable to test keypad anomaly due to the pump failing to get to main menu. Unable to perform the battery duration test due to the failed battery test. The following were noted during visual inspection: pillowing keypad overlay, scratched case, battery tube threads cracked and moisture damage. In summary, customers alleged failed battery test was confirmed on boot up where a failed battery alarm showed up multiple times. Battery test failed and unable to download history/trace files due to a broken connector on a d-1 resistor. Moisture damage noted on pcba 1. Unable to test keypad anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.